Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was tightly folded. The hypotube shaft was completely separated 91cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.50mm x 30mm emerge¿ balloon catheter was selected and advanced to dilate the lesion. Fluoroscopy was performed. It was then noted that the shaft broke more than 15 cm from the hub. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.